Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? R/ no. What was used to complete the procedure? R/ another unit from the same box and same code. Event date? (B)(6). Procedure name? Hernia repair. Related medwatch reports -2210968-2021-03368.

Event description:
It was reported that a patient underwent a hernia repaire procedure on (B)(6) 2021 and suture was used. The suture was detached from the needle the moment the doctor applied tension to close the wound. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/14/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.